Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the slip collar on the cable appeared like it broke off. A replacement unit was used to complete the procedure. There were no patient effects. The product is returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the tip of one end of the cable connection was detached and was not received. Based upon the visual observations, the reported complaint "collar on cable broke off" was confirmed. Internal file number - (B)(4).